Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.

Manufacturer narrative:
Based on add'l info that was received on 04/08/2015, a sample was received. Eval is still in progress. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 04/17/2015.

Manufacturer narrative:
Additional information was received on september 11, 2015. Third party manufacturer received the sample dressing on may 01, 2015. The sample was one half of a cut dressing. The hydrofiber was delaminated from the foam layer and a poly liner was affixed to the silicone adhesive border and pad window. The contamination was visible in the hydrofiber layer. The contamination was 2mm-5mm spots and blotches ranging in color from brownish to black but not typical of particles as per specification. The contamination was also in random locations but more evident towards the middle of the pad. The samples were analyzed by (B)(4) but due to limited product the analysis was inconclusive. The lamination retains used in the dressing were reviewed and no contamination was discovered. In addition the market unit retain containing the finished pouched dressing was also reviewed. Since this dressing is in a sealed pouch the hydrofiber is not visible without opening the pouch. No contaminates were visible through the clear pouch film. No previous investigations are available. After review of the returned product along with a thorough batch review no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 09, 2015. (B)(4).

Event description:
It was reported that there were blemishes on product. The customer cut the product and peeled the film to confirm the blemishes. It was further reported that the issue was noted before use.